Event description:
It was reported that a dye study was performed to check pump function. The dye never reached the catheter. The plan was to start the pt on oral baclofen and give the pt's family the choice to explant or replace the pump. No pt outcome was reported.